Manufacturer narrative:
B5 describe event or problem: updated with additional information received. H6: device code a0406 material deformation added.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. The patient had a small chicken wing anatomy, measuring 13-16mm on computed tomography (CT). The chicken wing anatomy was large, and there was concern about a 20mm closure device falling underneath the anatomy of the anterior wing. It was decided to start with a 24mm closure device and a double curve watchman access system (was). The closure device was repositioned four (4) times. Once the desired position was reached, the physician did two (2) tug tests. The compression was 16-21 percent compression with 1/3 shoulder in 135-degree view. There was no color flow or leak noted. The contrast shot looked appropriate and the physician released the closure device. On release, the closure device shifted towards the mitral annulus and came proximal on the limbus. The physician waited for 20-30 minutes to make sure the closure device was not moving anymore, and both implanters decided it would be best to attempt to percutaneously retrieve the closure device. A watchman trusteer access system was inserted along with rat tooth retrievers; the physician attempted to grasp the screw on face of the closure device but was unable. The physician made contact towards the mitral side of the closure device and attempted recapture. The closure device would not collapse into the was sheath, and a small fabric tear was created on the face of the closure device. The physician then removed the rat tooth retriever and re-flushed the was catheter and core wire and reinserted into the was sheath to attempt to re-attach the core wire into the closure device but was unsuccessful. The physicians attempted one more time to retrieve the closure device from the laa with the rat tooth retriever but were unsuccessful once again. The closure device had not moved proximal since the release. It was then decided to leave the closure device, and a CT scan would be performed the following morning. There were no hemodynamic changes during the case, and no effusion. The patient was discharged and is expected to fully recover. It was further reported that the tear that was made in the fabric was left as is. There was a small leak on the face of the closure device due to this tear. The physician plans to perform a follow-up computed tomography (CT) imaging. Despite the shift there was still a complete seal maintained around the closure device.

Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was being performed, and a 24mm watchman flx pro closure device was selected to be used. The patient had a small chicken wing anatomy, measuring 13-16mm on computed tomography (CT). The chicken wing anatomy was large, and there was concern about a 20mm closure device falling underneath the anatomy of the anterior wing. It was decided to start with a 24mm closure device and a double curve watchman access system (was). The closure device was repositioned four (4) times. Once the desired position was reached, the physician did two (2) tug tests. The compression was 16-21 percent compression with 1/3 shoulder in 135-degree view. There was no color flow or leak noted. The contrast shot looked appropriate and the physician released the closure device. On release, the closure device shifted towards the mitral annulus and came proximal on the limbus. The physician waited for 20-30 minutes to make sure the closure device was not moving anymore, and both implanters decided it would be best to attempt to percutaneously retrieve the closure device. A watchman trusteer access system was inserted along with rat tooth retrievers; the physician attempted to grasp the screw on face of the closure device but was unable. The physician made contact towards the mitral side of the closure device and attempted recapture. The closure device would not collapse into the was sheath, and a small fabric tear was created on the face of the closure device. The physician then removed the rat tooth retriever and re-flushed the was catheter and core wire and reinserted into the was sheath to attempt to re-attach the core wire into the closure device but was unsuccessful. The physicians attempted one more time to retrieve the closure device from the laa with the rat tooth retriever but were unsuccessful once again. The closure device had not moved proximal since the release. It was then decided to leave the closure device, and a CT scan would be performed the following morning. There were no hemodynamic changes during the case, and no effusion. The patient was discharged and is expected to fully recover.